Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation, it is likely that the phenomenon ¿the image is not displayed¿ occurred due to that corrosion occurred on the contacts of the video connector receptacle and foreign object adhered, and it caused poor communication. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video system center exhibited no image. The issue was found during preparation for an unspecified procedure. The intended procedure was completed with another similar device. There were no reports of delays. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.